Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
It was reported that the touchscreen was not responding to touch, and calibration does not solve the issue. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a section of the touchscreen that is not responding to the touch. The lower section of the touchscreen was faulty, and after calibration, the touchscreen was still having the same issue. It was noted that the customer would order the touchscreen and would be taking responsibility to correct/repair the device. Further information is pending.